Event description:
It was reported that prior to the start of a da vinci-assisted (ports placed) umbilical hernia ipom surgical procedure, there was a recoverable 23118 error on arm 1. The site disabled arm1 and completed the case, as a 3-arm configuration. The review of the logs showed error 23118 on arm 1 indicating a universal surgical manipulator (usm) 1 axis 3 encoder issue. The procedure was completed with no reported injury. Intuitive surgical in. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the errors and therefore, replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow/up MDR will be submitted with analysis findings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed in the logs and was replicated. The usm was tested on an in-house system in normal mode which triggered no errors. The usm was tested on a patient side cart fixture testing platform (pftp) and passed all line 0940 and 0960 tests with no failures. Upon further investigation, the spar was found to have fluid intrusion, more so at the lower portion of the spar.

Event description:
Refer to h10/h11 for follow-up information.